Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Insulin pump did pass self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated moisture exposure to the pump. Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. Pump received with corroded battery tube, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.